Manufacturer narrative:
Pressure measured values were too high and repeatedly fluctuated. Furthermore, the heat sinks had to be replaced as they were glued with screw varnish. The failures occurred during maintenance. The reported pressure failure is a reportable event. A pressure failure can lead to a pump stop, if the intervention was set by the user. The failure of the heatsinks is not a reportable event. Since, as stated in the service manual of the cardiohelp device (cardiohelp system, service requirements) only authorized service technicians are allowed to carry out service-related work. Thus the issue can only occur during service of an authorized service technician. Further according to chapter 3.1 "general information" the device has to be checked after every maintenance or repair. A getinge field service technician (fst) was sent for investigation and repair. The connection cable for disposables and the heat sinks were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The date of event was not provided, but it was mentioned that the failures occcured during maintenance. According to the service order the maintanance date was the 2023-08-16. Due to this, the log files of the reported cardiohelp were reviewed and no malfunction could be confirmed on the date of the maintenance 2023-08-16. Investigation reported failure:"pressure measured values were too high and repeatedly fluctuated": the fst confirmed, that no visibly damages were seen outside on the cable. Another connection cable for disposables (hls cable) with a similar failure was investigated by getinge life cycle engineering (lce): the error could be reproduced as described and the nature of the error could be traced back to a missing electrical connection within the cable. The root cause for the missing connection is a broken wire within the cable, which originated from external force. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter 6.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Investigation reported failure: "heatsinks had to be replaced as they were glued with screw varnish": the most probable root cause is a mechanical damage caused by too high torque. As stated in the service manual of the cardiohelp device (cardiohelp system, service requirements) only authorized service technicians are allowed to carry out service-related work. Thus, the issue can only occur during service of an authorized service technician. Further according to chapter 3.1 "general information" the device must be checked after every maintenance or repair. The device was manufactured on 2016-10-25. The review of the non-conformities has been performed on 2023-08-28 for the period of 2016-10-25 to 2023-08-23. It does not show any non-conformity in regard to the reported product and failures. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failures"pressure measured values were too high and repeatedly fluctuated" and "heatsinks had to be replaced as they were glued with screw varnish" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issues and it was determined that they are not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the pressure measured values were too high and repeatedly fluctuated during maintenance. Furthermore, the heatsinks had to be replaced as they were glued with screw varnish. No harm to any person has been reported. Complaint ID: (B)(4).